Manufacturer narrative:
The reported event of the ins being inoperable was confirmed. As received, the cp was unable to connect to the ins due to a depleted battery. When the ins was cut open and powered on using a power supply, the cp was able to communicate with the ins and display the patient settings. A longevity calculation was performed using these settings. The longevity calculation showed that the device had reached normal eol/eos.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has reached end of service. The patient's programmer also reflects an error message. Troubleshooting was unable to resolve the issue. The patient may undergo surgical intervention at a later date to address the issue.